Manufacturer narrative:
The used device and the lens were returned in the blister tray in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. No damage was observed to the device. The lens was wrapped in tape to the exterior of the device. Solution was dried on the lens. The optic was cut into two portions, typical of damage created to remove the lens from the eye. One optic portion was scratched on the posterior surface. The other optic portion has small cracked damage. One haptic was torn (still attached) in the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The reported scratch was observed. The lens was returned cut into portions, typical in appearance to damage created to remove the lens from the eye. Haptic damage was also observed. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a scratch was found on the posterior part of intraocular lens (iol) after implantation. The iol was explanted and another iol of the same consignment product was implanted, and the surgery was completed. The incision was enlarged when the iol was explanted. There was no problem to the patient's postoperative condition.